Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) it was reported the hcp first saw a 2ml discrepancy on 2013-(B)(6). It went on to gradually increase over the pump¿s life, with the largest discrepancy being around 5ml. One thing the hcp noticed was if they filled the patient earlier in his refill cycle (for example 3 weeks earlier), then the discrepancy between expected and actual was not as large.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported the pump had been underinfusing well below normal range for some time. It was unknown [exactly] when the event occurred. They chose to explant after 13 months and replace with a new pump. There were no environmental, external or patient factors reported that might have led or contributed to the event. Diagnostics/troubleshooting included a pump refill procedure and checking for expected quantity. The issue was resolved. The patient's status was alive - no injury. The patient¿s age, gender, weight, and medical history were unavailable. The implant date was unknown. The pump was not a defective product from trunk stock. The pump would be returned to the device manufacturer. No further complications were reported.

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code method: no longer applies to this event. Eval code-result: no longer applies to this event. Eval code-conclusion: no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the drugs in the pump were baclofen 160.0 mcg/ml at 104.84 mcg/day and bupivacaine 40.0 mg/ml at 26.210 mg/day. It was reported that the pump was explanted on (B)(6) 2018 and noted that the pump has been running slow up to 6.2ml discrepancy over the year. Information was provided on the history of volume discrepancies and indicated that starting in 2015 through 2018 there were volume discrepancies that ranged from 3.2ml to 6.6ml in 2015, 2.4 to 12.1 in 2016, 3.4 to 2.5 in 2017, and 3.6 to 4.025ml. No further complications were reported.